Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had been alarming no delivery during basal, bolus and fixed prime. The blood glucose value was 373 mg/dl. They stated that the customer has had the issue for two months with multiple infusion sets and reservoirs. During troubleshooting, the customer disconnected at the quick release and insulin did not exit the tubing during fixed prime. He then disconnected and reconnected the infusion set and reservoir and could not push insulin through the tubing. It was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. They stated that they had problems with the last order of supplies received. It was advised that all the reservoirs and infusion sets will be replaced and they will return the product for analysis.